Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and re-implanted with a new device during the same surgery. This report is submitted on july 15, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on august 24, 2021.

Manufacturer narrative:
Correction: the date of awareness (b6) for previous initial MDR should be on (B)(6) 2019; not on (B)(6) 2019 as previously reported. This report is submitted on 15 january 2020.

Manufacturer narrative:
This report is submitted on 05 december 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.